Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued urgent low glucose alerts while a contemporaneous fingerstick measured 89 mg/dl, followed shortly by a sensor value of 76 mg/dl trending upward; the user had recently re-applied the sensor and suspected delayed sensor readings. Symptoms included no loss of consciousness, no dizziness, and no other acute effects. Outcomes included a transient low with a reported nadir of 56 mg/dl lasting about 30 minutes, self-managed without medical intervention or assistance. Investigation included troubleshooting and education, with discussion of calibration and confirmation of low treatment using oral glucose tablets. Investigation of this case revealed no device malfunction identified, and the cause of the hypoglycemia remained unclear, with possible contribution from sensor delay after re-application. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.